Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with keypay overlay peeling, minor scratched lcd window and cracked case at display window corner.

Event description:
Customer reported that she was cleaning the insulin pump and noticed that she can put her nail under the keypad. Customer stated that she ran her nail across the keypad and it popped up; keypad is loose. Blood glucose value is 270 mg/dl; treated with insulin bolus. Nothing further reported.